Event description:
The customer reported the ventilator went vent inop and alarmed during operation. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was unable to duplicate the reported event, however reported a vent inop occurrence in the ventilator diagnostic log due to an exhalation motor error. The service technician replaced the exhalation valve to correct the finding. Extended self testing (est) and performance verification testing was completed and all tests passed to operating specifications.